Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented for a routine follow up. The right ventricular lead exhibited a sensing anomaly. The lead was successfully repositioned on (B)(6) 2014 and the patient was doing well.